Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 occlusion alarm occur and after troubleshooting blockage is located is in the tubing and patient is addressing due to correction injection via multiple daily injection (mdi). The patient transported to emergency room and patient had issue of kidney injury and rehydrated, over hydrated, legs bloated up, had to go to nursing home couple days. The ketone level was high, and patient went in coma. No further information available.